Event description:
On (B)(6) 2025 the reporter stated that the user experienced hypoglycemia with a blood glucose (bg) level of 45 mg/dl in the morning after changing supplies. The user treated the low bg with orange juice and remained at home. No hospitalization, medical intervention, or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.